Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-06158. It was reported that balloon rupture occurred. A 18-6/5.8/75 and a 18-4/5.8/75 xxl¿ esophageal balloon catheter were selected to treat the lesion. Before full inflation both balloons ruptured. The procedure was completed with a non bsc device. No complications were reported and the patient status was fine.